Event description:
During review of the recorded event data, the reporter indicated the unit allegedly advised a shock inappropriately when used on a patient described as bradycardic. The patient was not resuscitated. The reporter indicated the device did not cause or contribute to the patient's death.